Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant of the right ventricular (rv) lead, it was not possible to obtain a good sensing value and the sensing threshold remained too low in multiple positions. A new lead was used to complete the procedure, and the patient was stable with no consequences.